Manufacturer narrative:
Other applicable components are: product ID: 3877-45, lot# 0205545798, implanted: (B)(6) 2012, product type: lead. Product ID: 3877, lot# 0205778864, implanted: (B)(6) 2012, product type: lead. The event was previously reported under manufacturer report number 3004209178-2017-25849 regarding the second ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient already had high impedance with her last stimulator and the same high impedance was found. Device interrogation and device data specified high impedance on (B)(6) 2016. No action was taken and the event was ongoing. The event was related to the device or therapy and was not related to the implant procedure. No patient complication was associated with the event. Additional information was received from the healthcare professional. It was reported that the details regarding the previous ins and the high impedance with it were unknown as the implant of the current ins was when the patient started the study. No actions had been taken or planned to resolve the high impedance.